Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) with a monitoring voltage of 1.86v, three months after a normal check up. A message indicating that the tachy mode status is changed due to the battery status. The patient did not need therapy during the time the device was in eol.